Event description:
It was reported that the sheath liner from a flexor parallel ureteral access sheath and dilators delaminated during an unknown procedure. When inserting the flexible ureteroscope into the ureteral access sheath, force was used due to resistance being felt and the inner liner flaked off resulting in the fibers detaching in the patient. The foreign fibers were removed using an additional device. The patient is being closely monitored. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1. Phone number: (B)(6). H3. Device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.